Manufacturer narrative:
As reported, while recovering the 10f optease retrieval catheter and filter, withdrawing it downward, the tip was damaged. The tip of the retrieval catheter was damaged when it was withdrawn downward. The device was in situ for one minute before retrieval was attempted. There was no reported patient injury. The indication for filter insertion was deep vein thrombosis (dvt). The vessel characteristics at access site were not provided. The retrieval access site was the superficial femoral artery. The filter was not embedded. A snare was used as a concomitant device during the retrieval attempt. The vena cava was shuttle-shaped, and its size was measured. The vessel had little calcification and no acute bends or tortuosity. The product was stored and handled according to the instructions for use (IFU), and the device was prepped according to the IFU. There were no visible signs of device or package damage prior to use. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile 10fr optease retrieval cath. Unit was received for analysis. During visual inspection, four kinked/bent sections were found approximately 26.5 cm, 31.0 cm, 58.0 cm, and 60.0 cm from the distal tip. Additionally, a frayed/split/torn condition was seen at the end of the brite tip/distal tip found approximately at 0.4 cm. No other anomalies were noted during the analysis. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. For microscopic analysis, amplified images of the kinked/bent sections were captured using the vision system. Sem analysis was not performed on the frayed/split/torn condition observed during the visual inspection at the end of the brite tip/distal tip. The end was reviewed through microscopic examination, as the frayed/split/torn condition was visible at the magnification provided by the vision system. The results showed that the edges of the frayed/split/torn condition exhibited signs of elongation. No other anomalies were observed during the microscopic examination. The malfunctions ¿catheter (body/shaft) (optease retrieval catheter) - kinked/bent¿ and ¿brite tip/distal tip (optease retrieval catheter)- frayed/split/torn¿ were confirmed. Evidence a of frayed/split/torn condition was found at the end of the brite tip/distal tip. Additionally, kinked/bent sections were seen along the catheter body. The elongations at the end of the brite tip/distal tip suggest the plastic material experienced tensile overload. This suggests the unit was subjected to tensile forces exceeding the material's yield strength prior to tearing. It was reported that the damage occurred while withdrawing downward. Therefore, the tip may have become entrapped, prompting the use of excessive force to remove it, which may have caused the damage. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during any stage of the procedure, discontinue the procedure and determine the cause before proceeding. It is the responsibility of the physician to use his/her judgement, based on patient safety and clinical experience, regarding the acceptability level of any resistance and/or whether to continue or abort the retrieval attempt.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Event description:
As reported, while recovering the 10f optease retrieval catheter and filter, withdrawing it downward, the tip was damaged. The tip of the retrieval catheter was damaged when it was withdrawn downward. The device was in situ for one minute before retrieval was attempted. There was no reported patient injury. The indication for filter insertion was deep vein thrombosis (dvt). The vessel characteristics at access site were not provided. The retrieval access site was the superficial femoral artery. The filter was not embedded. A snare was used as a concomitant device during the retrieval attempt. The vena cava was shuttle-shaped, and its size was measured. The vessel had little calcification and no acute bends or tortuosity. The product was stored and handled according to the instructions for use (IFU), and the device was prepped according to the IFU. There were no visible signs of device or package damage prior to use. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was returned for evaluation.